Manufacturer narrative:
The compression/distraction holding sleeve/2.5 mm k-wire (p/n 03.111.023 lot unk) was received showing the three most proximal thread forms stripped. The shaft is also significantly scratched at the area of interface with a compression/distraction device (intended mating instrument). Due to the scratches, the lot number etch is illegible. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the compression/distraction holding sleeve/2.5 mm k-wire (p/n 03.111.023 lot unk) as the three most proximal thread forms were stripped. The shaft is also significantly scratched at the area of interface with a compression/distraction device (intended mating instrument). Due to the scratches, the lot number etch is illegible. While no definitive root cause could be determined, it is likely that the condition of the device was due to normal wear from consistent use and reprocessing over its lifetime (2+ years). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an inventory of the foot instrument set, it was noticed that one of the compression or distraction holding sleeves, the thread are stripping and is not working correctly. There was no patient involvement. This report is for one (1) compression/distraction holding sleeve/2.5 mm k-wire. This is report 1 of 1 for (B)(4).